Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette presented a failure which had a bss (balance salt solution) spilled inside and outside the equipment during the vitrectomy procedure. The fms (fluidics management system) was connected with all its hoses and without sending any error during purging. There were four retinal procedures performed in a row and during the fourth procedure there was a decrease in the vacuum in the equipment. The blue vacuum line was checked and a lot of saline solution running through the fms and the fluid module was observed. The cassette was replaced, and the procedure were completed. No patient harm was reported.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The customer image indicates a drop of fluid from between the cover and the probe aspiration connector. The sample was not returned for root cause evaluation for the true vacuum failure. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).